Event description:
It was reported that a spectrum iq pump was programmed for total parenteral nutrition (tpn) at 74 ml/hour. Clinician checked the infusion 15 hours later and the pump said it had 4 hours remaining which should have been a 24 hour infusion with 9 hours and 30 minutes remaining. The event happened during delivery at the intensive care unit. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.